Event description:
The customer reported that the system drove to maximum technique and failed to display a fluoroscopic image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb and interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.